Event description:
The customer reported to baxter an interlink system continu-flo solution set in which the tubing was found to be completely severed diagonally. The condition was identified before use when the package was opened. There was no patient involvement or injury is reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 04/04/2011. An actual sample was received for evaluation. A visual inspection of the sample revealed a cut on the tubing. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.